Manufacturer narrative:
Device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic bent and presence of residue on lens surface. Model number corrected to vicm5 12.6. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a vicm5 12.6, -08.50 diopter, implantable collamer lens tore during injection into the patients right eye (od). There was no patient contact and no patient injury reported. It was reported that during injection, the user realized lenses abnormity so the lens was not injected. Patients current condition is fine and a replacement lens is planned to be implanted at a later date. Cause of the event is reported as unknown.